Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 600 mg/dl. A manual injection was administered to address elevated bg. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly the customer reverted to an alternate pump for insulin therapy.